Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces." And "material sensitivity reactions.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04308, 04310 & 04311). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports that patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, fluid around implant, loss of range of motion, elevated metal ions and metallosis. A review of invoice history confirms that the modular head and taper adapter were removed and replaced during the revision procedure. Further follow up confirmed that the acetabular cup was removed and replaced with competitor acetabular components. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received shows patient underwent a right hip revision april 4, 2012 where the surgeon noted cloudy fluid, pseudo tumor, and acetabulum loosening. No infection was found.

Event description:
Legal counsel for patient reports that patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, fluid around implant, loss of range of motion, elevated metal ions and metallosis. A review of invoice history confirms that the modular head and taper adapter were removed and replaced during the revision procedure. Further follow up confirmed that the acetabular cup was removed and replaced with competitor acetabular components. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.